Event description:
It was reported that during an ankle joint arthroscopy when using the pump ar-6475 (sn: (B)(6)) with the tubing ar-6420 (lot: z4038) the pump increased the pressure until the patient's capsule burst. The pressure sensor in the ¿sight glass¿ appears to have been distorted, crushed. The surgery was not finished successfully, because the pump was defect and the patient's capsule burst. The procedure was aborted and according to the provided information a second surgery is/was required. No further information was provided. ***update avoe 12-dec-2024: it was further reported that a capsular repair was performed, fluid was aspirated normally, the patient was immobilized in a walker anyway because of the planned operation. The surgeon has not yet seen the patient, as follow-up treatment is being provided by the family doctor. Another operation is not planned. The pump pressure was at 30 and then 120 and was reduced again manually.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.